Event description:
Procedure type: lap chole. According to the reporter: latex balloon portion of the hassan port was located inside the pt abdomen and burst while inside the pt. Part of the device retrieved, but some parts still missing. No apparent injury to adjacent structures.

Manufacturer narrative:
(B)(4).